Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Imagery review revealed the patient's access vessel had presence of tortuosity and the right access vessel had some calcification. It was also observed that the valve struts had bent almost 180 degrees. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage because of increased push force. The root causes identified in the technical summary were reviewed and there were three root causes that are applicable to this event. The first root cause is a tortuous patient anatomy. This can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery provided of the patient's anatomy, the patient's access vessel had presence of tortuosity. The second root cause is calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery provided of the patient's anatomy, the patient's right access vessel had some calcification. The third root cause is excessive device manipulation/high push force. Excess device manipulation/high push force can lead to the valve struts interacting with the sheath shaft, resulting in the strut damage at the valve inflow side. Per case note, "it was noted that there was resistance during advancement of the first delivery system with valve through the 14fr esheath+. The operator was able to advance the system after fluoroscopy of the groin. It is believed that the strut bent while in the esheath+." The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, the valve frame strut bent during advancement of the delivery system with valve through the 14fr esheath+. An attempt was made to partially withdraw the system back into the esheath+, but it was unsuccessful. The valve was deployed in the descending aorta above the renal arteries. A new delivery system and valve were then prepped along with a 16fr esheath+. The second delivery system and valve were advanced through the 16fr esheath+ without any issues. The valve was implanted successfully.